Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or invasively depending on severity and patient status. Oral antibiotics are often prescribed prophylactically to prevent infection. Product has not been evaluated as it has been determined the event is not related to device. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: g7 vit e neutral lnr 36mm d, item: 30103604, lot: 67403050. Z1 std col cmtless sz 1, item: 611201010, lot: zb2500929. Biolox delta, ceramic femoral head, m, 36/0, taper 12/14, item: 00877503602, lot: 3239381. Bone screw self-tapping 6.5 mm dia. 20 mm length, item: 00625006520, lot: j7959844. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a follow-up visit two weeks post-implantation, the patient presented with slow would healing and was prescribed an antibiotic. At the next follow-up, the issue was resolved, and all components remain implanted without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b7; e1; g3; h2. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.